Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's sensor readings are off from his blood glucose levels. Customer's blood glucose was 175 mg/dl. Customer stated his sensor readings were much lower than his blood glucose level. Customer inserts in the upper abdomen. Nothing further reported.